Manufacturer narrative:
After further review of additional information received the following sections b5, d11, g4, g7, h1, h2, and h6 have been updated accordingly. Event: the product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. A brite tip was used as the catheter sheath introducer. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45degrees) of the vascular sheath introducer. There was no excess force applied during insertion. The procedure was completed successfully. This is one of two products involved with the reported event and the associated manufacturer report numbers are (B)(4) and (B)(4). Information obtained in a literature survey (document name: ivr (interventional radiology) / year: 2018 volume: issue: 33 (1) page: 70 only / subject: 2 subjects who had pga plug embolism after using exoseal) reported an exoseal was used for hemostasis. The next day, the patient felt a cool feeling in the right leg. An angiography was performed, and a misplacement of the plug was observed in the right common femoral artery (cfa) puncture section, and a balloon percutaneous transluminal angioplasty (pta) was constructed. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. A brite tip was used as the catheter sheath introducer. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45degrees) of the vascular sheath introducer. There was no excess force applied during insertion. The right cfa was punctured, an unknown stent was placed in left superficial femoral artery (sfa) for an occlusion, and the exoseal was used for hemostasis. The procedure was completed successfully. Additional procedural details were requested but were unknown. The device was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, procedural and/or patient factors may have contributed to the reported event. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are exoseals but the catalog and lot numbers are not available. Two subjects who had pga plug embolism after using exoseal. (2018). Ivr (interventional radiology), 33 (1), 70. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Information obtained in a literature survey (document name: ivr (interventional radiology) / year: 2018, volume: issue: 33 (1) page: 70 only. Subject: 2 subjects who had pga plug embolism after using exoseal reported a right common femoral artery (cfa) was punctured. A stent was placed in left superficial femoral artery (sfa) for an occlusion, and an exoseal was used for hemostasis. The next day, the patient felt a cool feeling in the right leg. An angiography was performed, and a misplacement of the plug was observed in the right cfa puncture section, and a balloon percutaneous transluminal angioplasty (pta) was constructed.